Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for oxygen low flow, pressure sensors cal proximal failure, dp purge valve test during testing. The service technician determined the grey removable foam adjustment was necessary. The foam was adjusted. Additionally, tubing and sensor board was replaced to address the issue. The device passed all the tests.